Event description:
Patient infection. The organism was reported as staphlococcus heminis. Patient symptons were confusion, altered mental status, markedly elevated troponin level. Patient was admitted for symptoms. Hcp reported patient outcome as meningitis secondary to spinal cord stimulator. The stimulator was removed. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional iformation is received.